Event description:
User experienced a large leak from the analyzer on the floor. No patient samples were involved. No operators were harmed. The field service representative determined the rinse nozzle line #3 was leaking and the degasser was causing water to infiltrate the vacuum pump. He replaced the degasser, vacuum pump and repaired the leaking cell rinse line. Performance tests were performed.